Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified white particle material on the shell and an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intra- and extra- capsule prosthetic rupture" and pain on right side. The device remains implanted.